Event description:
It was reported that the patient was not getting adequate pain relief. The ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was not returned to bsn due to hospital policy.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.